Event description:
I purchased a resmed CPAP machine (airsense 11) from respshop.com (a machine that retails for over $1000) and discovered that it was a used machine sold to me as a new machine. Respshop claims they did not know and they sent a replacement machine. Meanwhile there are thousands of users (and even (B)(4) videos) online about how resmed is reselling used machines because so many people are returning them because they are literally unusable for adequate CPAP therapy. The replacement is (apparently) brand new, but right out of the box it has a leak rate of 30/l (24/l is the threshold for an "acceptable" leak, though that is an extremely high leak). In addition to communicating with the supplier from whom I bought the machine, I have filed complaints with the bbb about resmed (resmed did not reply so the bbb closed the complaint) and to resmed directly. The leak that occurs in these machines occurs because of an internal part that resmed claims does not need to be removed or replaced (and yet it does because it easily breaks and users have to replace it to try to get the leak problem to stop, which does not work). I had an airsense 10 that had a leak rate of 30/l and after replacing that part twice, I chose to see my sleep doctor and get a prescription for a new machine. I bought the airsense 11 and it has the same part and the same issue with the leakage that prevents the user from achieving the required therapy. Despite the fact that resmed makes these machines, they stated to me that is it the sole responsibility of their suppliers (B)(4) if there is a problem any machine sold. I am already a victim of philips respironics and their CPAP machine recall. Apparently, since resmed is the only competitor in the united states, they have chosen to put out substandard machines that do not provide effective therapy and charge patients thousands of dollars in a huge money grab at the expense of the health and well being of untold numbers of patients who require CPAP therapy. It is a crime to sell used CPAP machines as new machines. It is a crime to sell machines that are deliberately poorly designed, rake in who knows how much money (at $1000 a pop for the machine and more than that with all of the required accessories and replacement parts), while claiming that you, the manufacturer of the machines, hold no responsibility for any problems with the machines, only the sellers of the machines do. It is a crime to not only put the health and well being, finances, and even lives of users and patients at risk to make a profit while taking no responsibility at all. We all saw how that worked out for philips respironics and their patients (how many people got sick with cancer or other illnesses? How many people died? We will literally never know the true numbers). And to date philips has not even paid the people (like me) who were their victims the pittance of a settlement they were supposed to pay. And now resmed has apparently chosen to follow suit, by making machines that are substandard and do not provide adequate therapy for sleep apnea (but don't outright kill people, just kill people by making it impossible for them to get the the therapy they need to live). I have been a CPAP user for nearly 18 years. I have always been 100% compliant and my CPAP therapy not only changed my life, but saved it. And now I am in the unfortunate position of not being able to achieve proper therapy via CPAP because of the substandard machines resmed is putting out and making an obscene profit on. I have every report on my CPAP usage since I began using a CPAP. I saw my health care provider in january to explain that I could not achieve proper therapy with the resmed machine I had (the airsense 10) so she provided a prescription for me to get a new one. I had to purchase the airsense 11 (as it is basically the only option) and now I have to return to my health care provider as I am still unable to achieve proper therapy. This is having an extreme effect on my life, not only on my physical health, but on my mental health as I have to spend hours and hours and hours dealing the respshop.com and resmed corporation and filing reports with the bbb and you and the doj in (B)(6) (where respshop.com is) and the doj in (B)(6) (where resmed hq is) and entities in (B)(6) (where I live) and any and all other agencies that are able to help me (and all resmed CPAP users) with this problem. I have used a CPAP for nearly 18 years and am well versed in what my CPAP machine should do. I know how to extract data from the machine (using an sd card) and I know full well that these machines are not providing adequate care. For the first time ever, and I have stated this to my health care provider, I do not want to use these obscenely expensive machines that provide no relief from my sleep apnea. I am going to have to discuss with my health care provider which will cause my death quicker - not using the machine at all or using a machine that provides little to no therapy (for which I have to keep paying for replacement parts and accessories). Patient code: 2388. Device codes: 2895, 2946, 1506, 1631. Ref report: mw5185561.